Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the patient is taking part in the world-wide randomized antibiotic envelope infection prevention trial.

Event description:
It was reported that post implant the patient experienced extra-cardiac stimulation in many configurations of the left ventricular (lv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-45 lead, implanted: (B)(6) 2011. (B)(4).